Event description:
It was reported that the patient presented remotely via merlin.net. It was noted on remote transmission that the implantable cardioverter defibrillator (ICD) noted charge time was long, the capacitor charge time limit was reached on (B)(6) 2026. The patient was in the emergency department for reasons unrelated to the device. It was noted that multiple therapies were observed on (B)(6) 2026, and no issue was suspected on the ICD. The ICD was to continue being monitored in clinic and via remote monitoring.